Event description:
It was reported that on: (B)(6) 2007 the patient underwent the following surgeries: removal of instrumentation from t6 to l3 (legacy), exploration and fusion t6 to l3, posterior spinal fusion of t6-t7, t9-t10 and l2-l3 and augmentation of bone grafting in the rest of the fusion mass. Segmental instrumentation using titanium legacy 5.5 mm rods from t6 to l3, autologous local bone augmented with rhbmp-2/acs and demineralized bone matrix in the form of osteofil to treat the following pre-op diagnosis: rule out pseudoarthrosis,thoracic spine status post posterior fusion with instrumentation for fracture and vertebral osteomyelitis, previous posterior fusion was done from t6 to l3. Op-notes: "...we went ahead and decorticated the whole posterior elements and altered the fusion mass and we re-effused it by applying autologous local bone and level of t6-t7, t9-t10 and l2-l3 and the rest was augmented with demineralized bony matrix and some rhbmp-2/acs to thicken the fusion mass. It should be noted that are the area of the pseudoarthroasis we packed a lot of autologous local bone, rhbmp-2/acs and demineralized bony matrix in the form of osteofil. The patient tolerated the procedure well. There were no complications noted..."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2005, the patient underwent a t6 to t3 posterior spinal fusion using rhbmp-2/acs. It was reported that on (B)(6) 2005, the patient underwent an anterior interbody fusion from t12 to l2 spinal fusion surgery for burst fracture with associated vertebral osteomyelitis with canal compromise and with radicular symptoms. It was reported that on (B)(6) 2007, the patient underwent a posterior spinal fusion of t6-t7, t9-t10 and l2-l3 and augmentation of bone grafting in the rest of the fusion mass using rhbmp-2/acs. It was reported that on (B)(6) 2008, the patient underwent an exploration of fusion from t6 to l3 with augmentation of fusion mass with infuse and vitoss bone graft substitute and bone marrow aspiration from the right iliac crest using rhbmp-2/acs. It was reported that on (B)(6) 2010, the patient underwent a posterolateral fusion, l4-l5 using rhbmp-2/acs. It was reported that on (B)(6) 2011, the patient underwent surgery for an infected humeral allograft status post anterior posterior reconstruction for l1 burst fracture. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve compression at or near the implant site. It was reported that the patient now experiences severe injuries and damages, including but not limited to chronic pain, radiculitis, emotional distress, and mental anguish.